Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements greater than 125 ohms. The decision was made to reprogram the device from normal triad shock configuration to single coil configuration. The shock impedance was 75 ohms in the single coil configuration. Performing a defibrillation threshold (dft) test in the single coil configuration was suggested to ensure successful defibrillation. There was also report that there was no observation of noise on the electrogram, and no tachycardia therapies were delivered or missed. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.